Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5122623.

Event description:
It was reported that the patients lead had migrated. It was also noted that the lead showed high impedances as a result the patient was experiencing inadequate stimulation. The patient underwent a lead replacement procedure. The explanted leads will not be returned.